Event description:
It was reported that elective replacement indicator (eri) was triggered due to high battery impedance. A procedure to replace the device is being scheduled. No patient complications have been reported as a result of this event.

Event description:
It was reported that elective replacement indicator (eri) was triggered due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) data from the device was reviewed. The elective replacement indicator triggered due to high battery impedance logged on (B)(6) 2011. The device was returned and analyzed. Calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was not returned but data from the device was reviewed. The elective replacement indicator triggered due to high battery impedance logged on (B)(4)-2011.